Event description:
The 2006 surgery was to correct a problem from her previous surgery which was completed by another surgeon. Xrays, CT and MRI was taken and there were large holes where the screw(s) should have filled in with bone.

Manufacturer narrative:
Product recall initiated august 21, 2007.